Manufacturer narrative:
H10: h2: additional information on: a2 & a3.

Manufacturer narrative:
H10, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined due to the limited clinical information provided. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. Based on the limited information provided we are unable to conclude factors known to contribute to the alleged report. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that after a tonsillectomy and adenoidectomy using the coblation halo wand, the patient´s adenoid rebleed in post-anesthesia care unit. The patient had to go back to the or the same day of surgery to get cauterized to stop the bleeding on the right tonsillar fossa on the middle of the fossa. No further complications were reported.

Manufacturer narrative:
Internal complaint reference number: case (B)(4).